Manufacturer narrative:
.

Event description:
It was reported that during routine follow-up, a high capture threshold was observed on the left ventricular lead. An x-ray revealed that the lead had dislodged. The lead was disabled. The patient was in good condition during and after the event.